Event description:
It was noted it took greater than 25 turns to get the helix extended and retracted more than once during the implant procedure. Additionally, it was reported the physician had to moved the lead several times. Consequently, a new lead was requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the helix would not extent due to dried blood in the tip end of the distal conductor, preventing torque transfer when the is-1 pin is rotated.